Event description:
On (B)(6) 2025, the user experienced fluctuating blood glucose (bg) levels while using the insulin pump. The user¿s bg was reported low at 39 mg/dl and high at 346 mg/dl. The low bg was treated with oral carbohydrates. The user¿s caregiver noted that meal announcements had not been used.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.